Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose and insulin flow block alarm during basal. The customer¿s blood glucose level was 466 mg/dl. Customer reported that the insulin was exited. Alarm recurring after troubleshooting. Customer had tried all recommended troubleshooting and does not want to troubleshooting. The insulin pump will be returned for analysis.